Event description:
It has been reported that the provisional is fractured. No information was available to indicate if the fracture occurred during a patient procedure or if the malfunction caused an adverse event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information. Complaint sample was evaluated and reported event was confirmed. Visual inspection of the returned device found signs of repeated use and a fracture on the anterior side of the post. The fragment was not returned. Gouge marks and dents were noted which is indicative of repeated use. The device history records and receiving inspection reports were reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.